Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient thought, that the tubing came apart and the patient thought, it was pulled on or tugged on as it was a clean break. Reportedly, the tubing detached from quick release, but connection portion remained on the site. No further information available.